Manufacturer narrative:
The device was returned to cardiac surgery on (B) (6) 2010, for investigation. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the investigation is completed. (B) (4)

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro tissue welder was glowing red hot. This was noticed when the device was removed from the patient. The reporter stated that when the unit was picked up, the 'hot' wire on the jaws was lifted off the jaws. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.